Event description:
Received report of tubing leaking within accuslide or just below. Hospital complaint form indicated that there was no pt harm, however the leak resulted in a chemo spill onto the floor. Although requested, customer stated no further pt/event information is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). The set has been received and the evaluation is pending. A follow up report will be submitted once the failure investigation has been completed.